Event description:
Pt was transferred from pacu to ICU with transducer attached. Upon arrival at ICU, the transducer would not function properly unless the cable was pressed in one position. Transducer was bench tested and found to be faulty. Cable to connector appears to be defective at the junction of the connector base. A rep from co was informed of the failed transducer. Eval from co's mfg plant indicated that the returned unit was non-conforming due to a mfg oversight in that a cable conductor had been damaged by a gold pin in the phone jack connector. This occurred during the crimping of the connector to the cable. Units are 100% tested during the mfg process for electrical conformance. In addition, in-process quality assurance personnel pull a random sample to verify product is within specification. A twist test also has been implemented which is performed on a random sampling basis which simulates use and handling in an effort to eliminate signal loss of this nature. Engineering is also in the process of evaluating a new method of attaching the conductors to the connector which will virtually eliminate signal loss of this nature.